Event description:
Note: this is one of two malfunctions reported to occur during the same procedure. Reference MFR report # 3005099803-2009-01038 for the other associated device. It was reported to boston scientific corp that a resolution clip device was used during an egd (esophagogastroduodenoscopy) procedure performed in 2009. According to the complainant, during the procedure, the first clip was "dangling" when it exited the sheath and then fell off into the pt. The physician did not attempt removal of the clip and had no concerns about the clip passing naturally. A second resolution clip device was used, but the clip failed to detach. The procedure was completed with a third resolution clip. There were no patient complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.